Event description:
The tip of the laser fiber broke off during a procedure to remove the patient's kidney stones. The broken piece of the device was successfully removed by the physician using a transurethral approach assisted by c-arm x-ray.